Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The escape button did not respond due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube.

Event description:
It was reported that the customer's insulin pump had a nonresponsive keypad. The customer's blood glucose level was 77 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.